Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery, the nurse found that there was a hole in the sterile packaging. The surgery was completed with another device. No information has been received regarding the surgical delay.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that during surgery the nurse found a hole in the sterile packaging. The surgery was completed with another device. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the product with the complete packaging was returned. The visual examination confirms the reported event. The outer cardboard box (pvp) is open and the flap for rip open the box is completely removed (ripped off). The shrink foil is missing. The outer sterile packaging (avp) is also open. There is a hole in that outer sterile bag. The hole is only on one side. On the opposite corresponding side of the hole there is nothing conspicuous. The inner sterile bag (ivp) is intact. There is a small imprint on that inner bag (outside the vacuum seal area). Review of product documentation: device purpose: this device is intended for treatment. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Additional product documentation: before boxing (einschachteln pvp) the product is 100% visually inspected. Conclusion: it was reported that during surgery the nurse found a hole in the sterile packaging. The surgery was completed with another device. Based on the investigation the reported event can be confirmed. The complaint history of the item # 02.02150.034 shows that a similar event has never been reported. It can be considered as single case. Before boxing (einschachteln pvp) the products of the lot 3014975 were 100% visually inspected. Therefore, most likely such an issue should have been detected and potentially was caused outside zb control. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.